Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/3. Continued h.6. Health effect- impact code: f2203. Continued h.6. Type of investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported that patient was injected into the lateral 4r jawline with 2 ml of juvéderm® volux¿ xc and into 4r cheek with 1ml of juvéderm voluma® xc. A one month later, the patient had significant swelling in the right mandible, nodule-like area was tender to palpation, and the right cheek also seemed to have more swelling than the left cheek. The next day, patient went to ER and CT scan was performed resulted negative. Patient was prescribed chinidomycin 300 mg oral. Four days later, patient visited ent and was prescribed medrol 4 mg dose pack oral. Two months later, patient made a derm visit and was prescribed minocycline and methylprednisolone 100 mg, 1 prednisone 10 mg, and tapering 21 days. Thirteen days later, patient has perm visit with biopsy. Device has been discarded. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# (3005113652-2023-00736) (allergan complaint #(B)(4)). This MDR is being submitted for the suspect product, juvéderm® voluma¿ xc.